Event description:
The customer reported receiving diluent level sense errors on a coulter lh 750 hematology analyzer, and requested a service visit. The instrument was considered inoperable, and samples were run on a backup instrument. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 02/19/2015. While onsite to resolve the error message, the fse identified a fluid leak of approximately 10ml. The leak was contained within the instrument. The fse found a hole in tubing from fitting 9 to the backwash tank; the tubing was replaced to resolve the diluent errors and the leak. (B)(4).